Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the clinical patient underwent left and right partial knee arthroplasty on (B)(6) 2012. It was further reported that the patient experienced pain in the right knee and behind knee during all activities. It is unknown if working on farm equipment contributed to the pain. No revision has been indicated at this time.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Remains implanted.

Event description:
It was reported that the clinical patient underwent left and right partial knee arthroplasty on an unknown date. It was further reported that the patient experienced pain in the right knee and behind knee during all activities. It is unknown if working on farm equipment contributed to the pain. No revision has been indicated at this time.